Manufacturer narrative:
The instrument was returned and received for evaluation. Failure analysis investigation was unable to confirm the customer reported complaint of failed to coagulate/would not seal. Failure analysis was unable to test the instrument due to damage on the cables and snake wrist area. This complaint is being reported due to vessel sealer instrument not sealing could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the endowrist one vessel sealer instrument failed to coagulate. On (B)(6) 2015, intuitive surgical inc. (Isi) obtained the following information: during the procedure, the vessel sealer instrument would cut however it would not seal. The type of tissue that the surgeon was trying to seal was a mesenteric artery. Audible tones were heard. There was no tissue effect and the system did not give any error messages to indicate that the vessel sealer was not sealing or coagulating. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into a patient.